Event description:
The device was connected to a patient in preparation for ambulance transport to the hospital. The patient was diagnosed with a brain hemorrage and cardiac arrest was possible during transport. After the device was turned on, it lost power inappropriately. The pt was transported by a different ambulance using another device. Defibrillation was not required during transport. There were no adverse affects to the pt reported as a result of device use.

Manufacturer narrative:
Medtronic continues to investigate the reported event.